Manufacturer narrative:
Therapy date: the reporter stated that this issue had been occurring over the past 3-4 weeks. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the air chamber of an unspecified number of clearlink continu-flo solution sets would not fill up. This occurred after hanging first one premed, then the next premed. When hooked up to an unspecified infusion pump, the pump administered the fluid from the pump to the air chamber and then alarmed due to air in line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional examination, including pressure, clear passage under water testing and priming, the device performed according to product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.